Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to producing muscle stimulation for the patient. This muscle stimulation was expected to be caused by the patient being a twiddler. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This lead was subjected to and passed resistance and pressure testing. This lead was determined to have met specification.